Event description:
An enseal disposable hand piece failed to work. The warning light on the enseal unit stated that the hand piece was defective. A second hand piece with the same lot number failed to work and the warning light on the enseal unit stated that the hand piece was defective. A third hand piece with a different lot number was opened and successfully used for the procedure.